Event description:
It was reported that the high definition liquid crystal display monitor was flickering. The event occurred during a colonoscopy diagnostic procedure while the patient was under sedation. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Customer would like to arrange a field service engineer on-site to review the tower. Tac explained that we need to determine whether the problem was caused by loose monitor cables, the wireless transmitter sending the signal to another monitor, or if the issue was due to the tower losing power. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.